Manufacturer narrative:
A bec field service engineer (fse) instructed the customer over the phone to power down the instrument and replaced the leaking tube found at the pv37 that sprayed the peltier. The customer then dried off the peltier, powered up and verified operation of instrument. No other components were damaged. Failure mode is tubing at pv37. Service was not dispatched for this event since the customer resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting approximately 5 ml of cleaner leaked down underneath the coulter lh 500 hematology instrument. The customer replaced the tubing and about 2ml diluent leaked from the line and stayed contained inside the instrument. The instrument was not in operation at the time the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.